Event description:
The customer was hospitalized for high blood glucose and dka. It was reported that the customer did not follow the two high bg rule. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test passed within specifications.